Manufacturer narrative:
Vyaire medical file identification: (B)(6) vyaire medical¿s field service representative went on site and checked the avea ventilator. The peep was set at 6, and the avea was reading 5cmh20. Calibration code was set. The performed exhalation valve characterization was performed, and the reported issue was resolved.

Event description:
It was reported to vyaire medical the customer is requesting onsite service for low peep. The reported issue occurred while in patient use. There was no patient harm since the avea ventilator was swapped with another ventilator.